Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: customer description of the event being reported: the bloodlines are full of air, leaking blood at the connection.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) unused samples, and two (2) photographs were provided for evaluation. The returned samples underwent visual inspection, and no visual defects were identified. The samples were subjected to a functional leakage test, following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. One out of three failed leakage at connection of the spike line and arterial set. After changing the spike line, the conforming sample was connected and passed the leakage test. Some differences were noticed on the threads between the conforming and nonconforming sample on the male luer adapter of the spike line. Furthermore, the sample was evaluated for occlusion using specified testing procedure, and no occlusions or blockages were identified. Additionally, the two photographs provided confirmed the leakage at the same connection of the spike line into the arterial set. Based on the investigation findings, the reported defect was confirmed. Due to the reported incident a supplier corrective action (scar) has been generated to address the issues of leaks at the male luer connectors. Based on gvs home of haemotronic investigation the possible root cause is the material, as the connector male luer used to manufacture the assembly-subassembly is released with a certificate of conformity from their supplier. Therefore, gvs requested a supplier non-conformance report/notification to their supplier since the male luer is supplied with a certificate of conformity upon receipt at their plant, and no inspection or testing is performed. Based on gvs's supplier investigation and visual and dimensional inspections, it was determined that the male luer in the threaded part has a short shot (lack of material) causing a gap when it is screwed in and presents a leak. The root cause revealed the seals on the forming pins are already damaged and worn, so when injected, the plastic leaks through the gaps created. It was also identified that due to the wear of the seals, the vents become clogged and damaged, causing short firing. Based on these findings the supplier implemented the following actions: alert the machine and inform the personnel involved about the defects, perform the required preventive maintenance to repair forming pins and vents, balance the mold to ensure proper filling in all cavities, document the appropriate parameters to keep the process stable and without variations. To analyze the effectiveness of these adjustments, gvs's supplier will: conduct a pilot run, perform a capacity study, graph the number of defects. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.